Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten days later, a computed tomography angio (cta) abdomen aorta was performed, and it revealed an inferior vena cava filter was noted. Residual bilateral pulmonary emboli as compared to previous study. After ten months, a computed tomography angio (cta) chest with and without contrast was performed and it revealed possible filling defect right main pulmonary artery, that was consistent with possible chronic pulmonary embolism. No acute pulmonary embolism. The pulmonary emboli demonstrated on the previous exam have improved significantly. After one year six months, a computed tomography angio (cta) chest with and without contrast was performed and it revealed no evidence for acute pulmonary embolus. Some web-like filling defects within the left inferior pulmonary artery may reflect sequela of chronic pulmonary embolism. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medcal device expiry date: 05/2012.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately ten months post filter deployment, the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. However, the current status of the patient is unknown.